Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call experiencing high blood glucose of 400 mg/dl for the last few days. Customer also reported that the insulin pump alarmed no delivery during bolus the day prior to calling and the infusion set and reservoir were changed three times. No delivery alarm also occurred earlier the day of the call. Customer mentioned that one of the infusion sets had a bent cannula. No other issues found with set, site or settings and the insulin pup passed the high pressure test. Customer was treating with back-up plan and was advised to change the entire set.